Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation was difficult and the message "position head" was displayed with dashes (---) for sensor parameters. The patient had not had a pacemaker check in seven years. The device paced at 60 ppm with magnet application, but would not accept programming to another rate. Measured data was 2.82v, 3ua, and <1 kohms.